Event description:
Information received by medtronic indicated that the customer experienced diabetic ketoacidosis and  hyperglycemia with the blood glucose value between 500 to 600 mg/dl. The current blood glucose value was 262 mg/dl. The customer reported infusion set cannula kinked and led to these events. Customer experienced stress, vomiting, chest paint and dehydrated at the time of event. Insulin pen was used to treat hyperglycemia and it did not lower the blood glucose value so, customer was hospitalized. Hyperglycemia was treated with intravenous insulin drip and overnight stay in hospital. Troubleshooting was performed. It were unknown whether the device was used with in 48 hours of the reported event and auto mode was active or not. No further patient complications were reported. Customer discontinued the use of the device. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.